Event description:
Boston scientific received information that this patient contacted boston scientific¿s technical services (ts) via the boston scientific's web site in (B)(6) 2015. The patient had been presented to the electrophysiology (ep) laboratory in (B)(6) 2014 for a scheduled extraction of a chronic competitor device and boston scientific transvenous right ventricular (rv) defibrillation lead. The rv defibrillation lead was extracted due to lead fracture. The patient¿s device/lead history was significant for multiple inappropriate shock deliveries. An s-ICD device and electrode were implanted on the same with no reported adverse events.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.